Event description:
Medtronic received information regarding a navigation system being used for a spinal fusion procedure. It was reported that the site took two spins, one for l4, l5, s1, and iliac and the other for l2 and l3. The surgeon navigated the first spin for l4, l5, s1, and iliac and everything was accurate. The surgeon did start at the vertebral body closest to the percutaneous pin instead of furthest away. When the site went to navigate the spin for l2 and l3, thy noticed right away that there was a 1 cm shift. The left side of anatomy looked 1 cm lateral while the right looked 1 cm medial, but they remained congruent. The surgeon went ahead and placed screws without navigation for l2 and l3 because it was an open spinal fusion. They went ahead and took another spin before placing the interbodies and everything was accurate and they were able to place the interbodies with navigation. The suspected or most likely cause of the event was the anatomy shift / bumped percutaneous pin. This occurred intraoperatively, and there was no surgical delay. There was no impact to patient outcome.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735740, software version: 1.0.3. Device evaluated by MFR: a medtronic representative went to the site to test the equipment. Testing revealed that there was no failure found. The navigation system then passed the system checkout and was found to be fully functional. A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. There was no way to confirm the suspect movement of anatomy relative to the frame during screw placement through software analysis. Logs and archives could not capture this information, so it would not be helpful. B01, c19, d14 are applicable to the system checkout. B01, c19, d15 are applicable to the software analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.